Event description:
The pt reported the up button does not always respond when pressed during boluses. He stated, the button is becoming increasingly difficult to press and seems "weak". No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The infusion device was thoroughly evaluated. The up button does not operate and the rubber of the ground plate and up/down button is worn.